Manufacturer narrative:
(B)(4) date sent 11/21/2024 d4 batch #816c05 b3: only event year known: 2024. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and no reload present. In addition, a tyvek was received along with the sample. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 816c05, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint.